Event description:
Peripherallly inserted central catheter placed and patient sent home. Pt returned a few days later with a leak near the exit site. Normal saline had leaked. Removed & replaced without difficulty.